Event description:
Boston scientific received information that during a routine change out procedure, the right ventricular (rv) lead configuration was programmed to unipolar with pacing impedance measurements greater than 2,000 ohms when connected to this new device. In bipolar configuration, pacing impedance measurements of 1,000 ohms. The physician elected to utilize the rv lead in the current condition as good sensing and threshold measurements were noted at implant. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.